Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficult to deploy the clip could not be tested in the condition of the returned device (clip deployed not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to deploy in this incident could not be determined. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported use in the tricuspid valve is off-label use of the device; however, the IFU deviation did not likely contribute to the difficulty deploying the clip. The reported tissue damage appears to be due to patient morphology/pathology as the leaflets were considered fragile. The reported patient effect of tissue damage as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch manufacturer report reference number. .

Event description:
This is filed to report the difficult clip deployment and perforation. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. The clip delivery system (cds 80508u143) was advanced to the mitral valve. After the clip was unlocked, the grippers did not lower during grasping. The clip was able to be deployed and the tr was reduced to moderate. The second cds (80410u215) was advanced to the mitral valve. During clip deployment, resistance was noted will turning the actuator knob. It was noted that the release pin groove was not fully exposed, but was seen. Troubleshooting was performed, and the clip released from the cds. A slight increase of tr was noted after deployment due to a micro-perforation of the fragile leaflets. Two clips were implanted, reducing the tr to 1. No additional information was provided.